Manufacturer narrative:
In order to fix the issue, the fse replaced the main board (0670-00-0788). The fse then ran the unit for 5 hours with the demo balloon and trainer and found it working okay. The unit was then handed over to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) unit has no display on the machine. There was no patient involvement.